Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the piece of the insulin pump was broken off. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed that the most part of the reservoir stays in until a certain point and it falls out. The insulin pump will not be returned for analysis.